Manufacturer narrative:
Correction information was provided in h.6. FDA patient codes (e0839) has been removed. FDA patient codes (e083803) has been added. FDA method codes (b20) has been added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient experienced flutter in the corner of eye with sudden movements, episodes of cloudy vision, which physician attributed to floaters. The patient also noted halos at night while driving, especially with oncoming headlights. These halos are less severe compared to pre-surgery but remain bothersome. Additional information was received patient was happy with the vision, fluttering is still present. Patient was seeking to contact his surgeon to provide details on symptoms. There are two medical device reports associated with this patient. This report is associated with the right eye.